Event description:
It was reported that during a port placement procedure, the needle allegedly had a hole in it and made the puncture difficult. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, one video was provided for review. The video shows a leak in the introducer needle. Therefore the investigation is inconclusive for the reported material puncture and hole issues as no objective evidence was obtained from the provided video. However the investigation is confirmed for the identified leak issue as the leak was noted in the video. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a port placement procedure, the needle allegedly had a hole in it and made the puncture difficult. The procedure was completed using another device. There was no reported patient injury.